Event description:
It was reported that prior to ultrasound guided percutaneous drainage catheter placement procedure, the package was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a drainage catheter package with label on the top of the package. A part of the drainage catheter, and a part of the stylet were noted to be protruding outside of the package in left-middle and top-right corner respectively. The manufacturing site evaluation states that, the supplied photo shows the defect exists; however, it is not possible to determine whether or not the concern is manufacturing related without the physical sample. Therefore, the reported packaging problem is inconclusive as the physical sample was not received. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g2, g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure. It was reported that prior to the catheter placement procedure, the package was allegedly damaged. There was no patient contact.